Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. A 28 +0 lfit v40 head and 28f 0° constrained insert were implanted. Update: "dislocation of constrained hip implant."

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to disassociation of the bipolar component from the constrained liner. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. A 28 +0 lfit v40 head and 28f 0° constrained insert were implanted. Update: "dislocation of constrained hip implant." Update (B)(6) 2022: additional information provided by rep: the bipolar component came out of the outer portion of the constrained liner.